Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, the transcatheter valve was implanted too deep, due to difficulties placing into the previously implanted surgical valve. From the deep placement, severe central aortic insufficiency resulted. Subsequently, a second transcatheter bioprosthetic valve was implanted the same day. No further adverse patient effects were reported.